Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was previously implanted with a bifurcated stent grafts and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 2.5 years post initial implant, a computerized tomography (CT) scan identified a type 2 endoleaks, an indeterminate endoleak (possible type 1a or 3a) and sac growth. An intervention is has been scheduled. As of the date of this report, there have been no additional patient sequelae reported.

Event description:
Additional information: a secondary procedure was completed. The physician elected to implant another suprarenal stent graft extension to resolve the reported endoleak. It was reported that the patient did well throughout the procedure. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of a type 1a and type 2 endoleaks. Device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical available for review. The type 2 endoleak is not a device related failure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: common device name, model number, lot #, expiration date, unique identifier (UDI) #, concomitant medical products and therapy dates, device manufacture date, device code: remove code 1354 conclusion code: remove code 11.